Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention include vascular spasm or vascular trauma (e.g., dissection) and aortic expansion (e.g., aneurysm). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2020, this patient underwent descending aortic replacement and omental packing for aortoesophageal fistula. On (B)(6) 2023, the patient underwent an endovascular treatment for pseudoaneurysm of the proximal anastomosis site using gore® tag® conformable thoracic stent graft with active control system (ctag ac). The patient tolerated the procedure. On (B)(6) 2023, an additional procedure was performed as aneurysmatic change (aortic enlargement) near the proximal edge of the previous ctag ac device was found on a follow-up examination. Two ctag acs and an aortic extender of gore® excluder® aaa endoprosthesis were additionally implanted. The patient tolerated the procedure. (This event was captured in medwatch report number 2017233-2024-04556). In (B)(6) 2024, a follow-up CT scan showed aneurysmatic change (aortic enlargement) near the proximal edge of the ctag ac which was implanted on (B)(6) 2023. It was considered proximal stent graft-induced new entry (sine)-like lesion. An additional procedure was under consideration. The reporting physician commented as follows: the patient had an underlying condition of aortoesophageal fistula and suspected infection, so the probable cause was fragile blood vessel wall. It would be difficult to place an additional device on the healthy area of the aorta; therefore, a future treatment plan is still under consideration.

Manufacturer narrative:
B5: follow-up information after the previous report was added. H6: code f1901 was added to reflect the additional information.

Event description:
On (B)(6) 2025, the following additional information was received. The patient had been regularly monitored after the previous report. On (B)(6) 2025, the patient visited the hospital and complained of back pain. Enlargement of the aneurysm which had been found in (B)(6) 2024 was revealed. An emergency reintervention was performed. Another ctag ac was implanted proximal to the previous one to cover the aneurysm. The patient tolerated the procedure.